Event description:
Covidien received information stating that during patient use, a 'system error' alarm occurred and the alarm sounded continuously. The patient was transferred to another ventilator. There were no negative patient consequences reported.

Manufacturer narrative:
A covidien investigation confirmed the customer complaint of system error message. A constant high pressure alarm occurred. The issue was isolated to the software. The single board computer (sbc) printed circuit board (pcb) was replaced along with a software update.

Manufacturer narrative:
(B)(4).